Event description:
The customer reported that the system displayed a keypad error message, and that the monitors were burned in. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitors were replaced and calibrated, the power supply to the console was replaced, and the cables to the keypad console assembly were reseated. The system was tested and found to be working as intended and put back into service.